Event description:
It was reported that during a therapeutic coronary procedure while advancing to the circumflex artery, the physician thought the wire went behind a previously placed stent in the proximal lad into the lm, as it was being steered down to the circ. During pullback, difficulty was noted. Upon removal while the wire was being wiped down, orange color like and sticky material substance was observed. The procedure was completed with a new conventional wire, ptca balloon, and stent. Stent placement was not due to the missing coating on the wire. The physician thought the missing coating was caused when the wire traveled behind the previously placed stent. No patient injury reported. This product problem is being submitted due to the material separation. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The omniwire was returned for evaluation. Visual inspection found the composite core was damaged from 55.5 cm to 78 cm from the distal end. The ptfe was peeling, and missing polyamide material was observed. Per the complaint details, the physician thought the cause of the damage was likely due to the interaction of the wire as it traveled behind a previously placed stent. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.